Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery. If explanted, give date and concomitant medical products have been updated. This report is submitted on march 7, 2019.

Manufacturer narrative:
This report is submitted on january 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.